Event description:
It was reported by the customer that the device had a watchdog alert. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that watchdog alert received and error isolated to logic board; logic board replaced. Software version as found 9.33.1; as left 9.33.1. Power supply board outdated schematics; power supply board replaced. Recall r037 affected; pkb software reflashed. Recall r048 affected; front case w/ keypad replaced. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board assy 8015 ls. A review of the device history record showed the device had a manufacture date of 24sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a watchdog alert. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Event description:
It was reported by the customer that the device had a watchdog alert. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that watchdog alert received and error isolated to logic board; logic board replaced. Software version as found 9.33.1; as left 9.33.1. Power supply board outdated schematics; power supply board replaced. Recall r037 affected; pkb software reflashed. Recall r048 affected; front case w/ keypad replaced. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 24sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board assy 8015 ls a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received

Event description:
It was reported by the customer that the device had a watchdog alert. There was no additional information provided and no patient involvement.